Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The homechoice passed all returned instrument testing evaluation performed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:40:34. During night drain cycle three, the patient's ultrafiltration reading was 1506ml, indicating the home patient (hp) drained 1506ml more than their maximum programmed fill volume of 2000ml. No additional information is available.